Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 498 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that the back light to the screen would go off and when they pressed the act button. The customer resolved the issue after the customer was educated on information about the use of the back light. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.